Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported field event of battery performance alert (bpa) was confirmed. However, further investigation showed the bpa was falsely triggered since the data required for bpa calculation was lost during the reset and firmware reload process. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. No anomaly was detected.